Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, lead impedance of >1990 ohms was observed. During a subsequent follow-up, lead impedance was still high and capture was lost at maximum output. The pulse generator was programmed from dddr to ddd to track p-waves and the patient will be monitored clinically.